Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10 additional info: e1 (B)(6). A getinge field service engineer (fse) stated that after inspection, the compression pump crankshaft was stuck and needed to be replaced. The user of this device has purchased a warranty contract and has applied for accessories. The compression pump was replaced. The device passed the pre-use inspection. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before the device is used, the cs300 intra-aortic balloon pump (iabp) electrical safety test failed #50. There was no patient involvement.